Event description:
It was reported that during routine field inspection on (B)(6) 2024 , the handle battery powered driver buttons were malfunctioning. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. Upon manufacturer investigation, it was determined that the contact plates were cracked, discolored wires and pins, device run intermittent in fast forward and forward mode, does not run in reverse mode, brown residue on barriers, rusted nose cone, motor and driveshaft, patina damage on housing, scrapping housing due to patina damage. This report is for a handle battery powered driver.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the previous service event for part 05.000.008 with lot(s) 4094 has been reviewed. The customer called in a service request for this item on 7-aug-2024 for handle battery powered driver buttons malfunctioning. The item was previously returned for service due to motor failure. The previous service condition of motor failure is not relevant to the current complained issue of handle battery powered driver buttons malfunctioning. The manufacture date of this item is 9-march-2011. The service history review is unconfirmed. Service and repair evaluation: the customer reported that the handle battery powered driver buttons malfunctioning. The repair technician reported that contact plates was cracked, discolored wires and pins, device run intermittent in fast forward and forward mode, does not run in reverse mode, brown residue on barriers, rusted nose cone, motor and driveshaft, patina damage on housing, scrapping housing due to patina damage. The cause of the issue is improper maintenance. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.